Event description:
Technician alleged the siderail is not latching. No patient impact.

Manufacturer narrative:
The technician found the siderail latch bolt and nut is missing. The technician replaced the siderail latch nut and bolt to resolve the issue.